Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 1-month postop visit of a patient involved in a clinical masked study, the patient reported of being moderately bothered by halos and that avoids driving in heavy traffic at night. The best corrected distance visual acuity (bcdva) in both eyes (ou): logmar -0.1. There was no patient complication and/or related injury reported. At the 6-months final study visit ((B)(6) 2018), it was reported that the patient continues to be very bothered by halos and does not drive. The patient indicated that symptoms are bothersome enough to want the lenses removed and replaced. The best corrected distance visual acuity (bcdva) in both eyes (ou): 20/16, the patient completed the study. Additional information indicated that there is planned intervention to have the lenses removed on (B)(6) 2018. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information received indicated that subject will not proceed with lens removal on both eyes after all. The subject is happy wearing the glasses that were prescribed to her. There is no other plan for intervention. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields that were previously reported as unknown have been updated. Brand name: tecnis synergy. Model number: zyr00. Serial number: (B)(4). Catalog#: zyr00u0240. Expiration date: 10/20/2022. UDI number: (B)(4). Device manufacture date: 10/20/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable as the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00828. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report is 2 of 2. In initial report, it was stated the planned intervention to have the lenses removed on (B)(6) 2018, however, the initial reporter has revised the dates and indicated that both lenses will be explanted and scheduled for (B)(6) 2018 and (B)(6) 2018, but did not specify which lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.